Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion caused by an increase in left ventricular (lv) lead thresholds. It was noted that the lv lead had an exit block after ¿dislocation¿. Reprogramming was done and the lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.